Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical submitted intial report in accordance with 21 cfr section 803.56.

Event description:
The customer reported that the bellavista 1000 ventilator is giving alarm 316 "blower failure". The customer confirmed that there was no patient involvement associated with the reported event.